Event description:
It was reported that post implant, a chest x-ray revealed that the right atrial lead had dislodged. The lead was explanted and replaced successfully on 03/20/2015. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).